Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a and annex g). Event summary: as reported, during a stone removal procedure, an ngage nitinol stone extractor's basket wire broke during stone capture. Another same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as, a visual inspection and functional test were conducted on the device. The complaint device was returned to cook in an open marketing box with the label for investigation. There were visible signs of damage to the sheath, support tubing, and basket. The handle will move the basket formation but will not open/close it. The basket wires are broken and appear to have some charring on broken ends. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found no other complaints reported for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which cautions, "this device is conductive. Avoid contact with any electrified instrument." Based on the available information, cook has concluded the cause for the damage was user error. The condition of the complaint device indicated it was exposed to a laser or other electrified device. There were broken basket wires, melted and broken basket sheaths, and a charred appearance to the components. The basket sheath and support sheath were bent. The bending was likely due to return of the device in the shipping box without the protective tray and was not related to the complaint issue. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: line 2: (B)(6) additional phone: (B)(6) g4 - PMA/510(k)#: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a stone removal procedure, an ngage nitinol stone extractor's basket wire broke during stone capture. Another same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.